Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.7